Event description:
The customer reported experiencing a malfunction code labeled as malf 12, which had occurred at least three times on their current pump. There was no adverse impact to the customer¿s blood glucose level. To address this, tandem technical support planned to replace the pump, and the customer was instructed to continue using the current pump as a backup therapy. The customer was also guided on how to set the pump to storage mode and return it within 10 days using a pre-paid label.